Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the customer provided two photos for evaluation. The two photos show a syringe with the scale marking missing. A potential root cause can be attributed to the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. In this case, it may have happened that a jam has occurred, and the barrel didn¿t get the scale printed. Based on the investigation carried out and with the photos provided, the symptom reported by the customer is confirmed. All in-process and finished products have passed inspection. No issues were documented. We will continue monitoring the performance of this lot. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Investigation conclusion: this is the 3rd complaint for lot # 9086980 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. All in-process and finished products have passed inspection. No issues were documented. We will continue monitoring the performance of this lot. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that an unspecified number of bd 60ml syringe luer-lok¿ tip experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: syringe 60ml lot 9086980 with the graduation erased. Additional information: the incident was detected in 1 unit of the product, the marking scale is partially erased.